Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual testing performed on the device, did not identify any leaks in the pump, or cylinders and, although a hole was found in the reservoir, the damage is consistent with explant damage; however, functional testing performed on the pump identified that the component failed the activation test, therefore requiring more than 8 lbs of force to activate. This observation could affect the functionality of the device. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ipp was thoroughly inspected and analyzed. The cylinders were visually and microscopically examined and tested for leaks. Under microscope it was observed that cylinder 1 had a hole in the outer surface of the rear tip as a result of sharp instrument damage; no leaks were present and the cylinders passed all other testing. Inspection of the reservoir found the suture was exposed in the kink resistant tubing (krt) with a hole attributed to sharp instrument damage but no leak was identified. The pump component was visually inspected and no damage was observed. Functional testing found the pump did not pass the activation test requiring greater than the 8 pounds of force per specification. Product analysis concluded these activation issues could impact functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was returned without an allegation; however, the analysis conducted identified a defect that could affect the functionality of the device.